Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery was depleting quickly. Additionally, it was reported that customer had some cartridge issues. There was no reported impact to customer's blood glucose. Tandem technical support unable to gather further information as customer declined a follow up.